Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported: "dr. Revised a left knee due to patella instability. The tibia baseplate was not revised. All other components came out." A triathlon cr femoral component, triathlon cr x3 insert, and tritanium patella were revised to a ts femur, ps insert, and patella with a stem, cones, and augments. Per rep: there are no allegations against the revised liner or the robot used to complete the primary surgery.